Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that she had a terrible urinary tract infection (uti) and had issues with going to the restroom. She went to the emergency room and the healthcare provider (hcp) had performed a CT scan and determined that there may be an issue with her implant. Patient stated that was all they could tell her. It was indicated that she did not have a managing hcp. A day later, patient further reported that the initial reason for getting implant was for interstitial cystitis (ic) and she was getting frequent utis. After the trial, she was told that this therapy would help her symptoms. Patient was direct by hcp previously to take antibiotics tablet after having sex as precautionary measure. Patient stated when she was seen a day prior to this call, they ran urinalysis and were told no indication of infection. Patient was told to have device checked as what could be contributing to blood in urine. Patient mentioned feeling pain above and below implantable neurostimulator (ins) and pelvic pain. She had not had any falls or trauma. She did make all adjust that she could yesterday, however she had not noticed a change in symptoms or in stimulation sensation. Patient said prior to this incident, her experience with stimulation sensation was that she really did not feel it that much when she increased stim. However, yesterday when she tried to adjust she felt less of stimulation than before and the stim was on.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that it was determined the patient's device had stopped working. They reported they had surgery on (B)(6) 2016 to resolve the blood in the urine and ins/pelvic pain issues. The surgery was successful.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.